Event description:
Information received indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend assembly was dirty which prevented the function from working. The technician cleaned and adjusted the trend assembly to repair the bed.